Event description:
Technical services received a call on 08/12/2011 from sales rep. Medtronic pg with abandoned and capped 6949 lead. No capture at max output. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).